Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported discrepant results when testing on tango optimo. For several patient samples analyzed, the instrument combined the results of the day, but also the results of week earlier, of a different patient that had the same sample bar code. A review of the instrument specific data confirmed the customer's complaint. The customer's procedure is not to use unique barcode numbers for each testing but to re-use them after approx 30 days. Additionally, the customer does keep validated results on the daily journal for approx. One month. The daily journal is, a it's name suggests, intended for a short time use. The regular procedure would be to delete validated test results from the daily journal after they are either printed or transferred to the lab information system. In this specific case, validated test results are kept on the daily journal until an identical barcode reappears. Returning barcodes are used on sample tubes containing material of different patients as before. As a result, previous results and current results (different patients) are combined and stored on the daily journal with the name of the patient who was tested last. The reported problem could be reproduced by our international technical support by applying an invalid workflow (deleting and recovering the very same validate.phb). Inquiries with the customer confirmed that the customer applies the same workflow that was used before and lead to positive reproduction of the reported problem. The identified rootcause for this reported problem is an illegitimate manipulation outside the tango optimo application software. All databases of the system belong together as a unity, hence it is not allowed to delete or replace single databases. Deleting the validate. Phb when there are still results in the daily journal will disconnect the patient data from the corresponding result in the daily journal and enables overwriting if an identical sample barcode is used for a different individual.

Event description:
The customer reported discrepant results when testing on tango optimo. For several patient samples analyzed, the instrument combined the results of the day, but also the results of week earlier, of a different patient that had had the same sample bar code. A review of the instrument specific data confirmed the customer's complaint. The customer's procedure is not to use unique barcode numbers for each testing but to re-use them after approx 30 days. Additionally, the customer does keep validated results on the daily journal for approx. One month. The daily journal is, a it's name suggests, intended for a short time use. The regular procedure would be to delete validated test results from the daily journal after they are either printed or transferred to the lab information system. In this specific case, validated test results are kept on the daily journal until an identical barcode reappears. Returning barcodes are used on sample tubes containing material of different patients as before. As a result, previous results and current results (different patients) are combined and stored on the daily journal with the name of the patient who was tested last. A third-level-investigation is still ongoing to find out whether all the instrument's safety measures were working and this incident truely is, as it appears, clearly an user/handling error.

Manufacturer narrative:
This is our initial report on this incident.